Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2011 for stress urinary incontinence. Thirteen days post op, the patient presented with pain. The pain was unrelieved with conservative therapy. The patient had a partial excision of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The date of the sling procedure was (B)(6) 2011. The patient developed left sided pain at 13 days postop. The patient was treated with pregabalin, analgesics, and physiotherapy unsuccessfully. The patient underwent partial excision on (B)(6) 2012. No exposure was noted during reoperation. (B)(4).

Manufacturer narrative:
It was reported that the patient was readmitted on (B)(6) 2011 with left sided groin pain radiating to left buttock and thigh, worse on movement. The patient was unable to bear weight on the left side. The patient was prescribed antibiotics, and nsaids with ppi cover. On (B)(6) 2011, the patient contacted the doctor who saw her the following day and felt that she had obturator nerve irritation/damage. Pregabalin was commenced and a referral to physiotherapy was made. Crutches were provided and a course of hydrotherapy was commenced. On (B)(6) 2011, the patient was examined and was tender vaginally at the exit point of the tape. The patient underwent an MRI and nerve conduction studies. The MRI was reassuring with the path of the tape seeming to be correct. Nerve conduction studies were normal and the patient was managing without crutches on (B)(6) 2011. The groin pain continued and the patient underwent a procedure that the left arm of the tape was removed in 2012. When the patient was reviewed in (B)(6) 2012, she had a marked improvement in pain and maintained her bladder control. The tape appeared to have irritated the obturator nerve and its removal appeared to relieve the symptoms. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.